Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a biomedical technician (bmet). To resolve the reported issue, the bmet replaced valve 103 and the wiring harness on the machine. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius bmet identified a burnt valve 103 with signs of heat damage and a crack on the black plastic of the square solenoid. Therefore, the complaint event was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine alarmed with the flow inlet error message. Upon troubleshooting, a burnt valve 103 with signs of heat damage and a crack on the black plastic of the square solenoid was discovered. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine hours are unknown. The valve 103 was the original fresenius part on the machine. The biomed attempted to replace valve 103 and reported that the valve got ¿extremely hot¿. A second replacement valve was then installed which then resolved the issue. Additionally, the biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the burned component. However, the biomedical technician did replace the wiring harness as well. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The burnt valve 103 has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine alarmed with the flow inlet error message. Upon troubleshooting, a burnt valve 103 with signs of heat damage and a crack on the black plastic of the square solenoid was discovered. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine hours are unknown. The valve 103 was the original fresenius part on the machine. The biomed attempted to replace valve 103 and reported that the valve got ¿extremely hot¿. A second replacement valve was then installed which then resolved the issue. Additionally, the biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the burned component. However, the biomedical technician did replace the wiring harness as well. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The burnt valve 103 has been returned to the manufacturer for physical evaluation.